Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked, moisture intrusion was evident in the compartment, and the display was dim/discolored. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up to a dim and discolored display with audible and vibratory features. The battery compartment was cracked at the threads and evidence of moisture intrusion was found inside the compartment. A leak test showed a leak where the crack was located. Pump casing was opened and no evidence of moisture ingress was found inside the pump. Unrelated to the display and casing issue, the bolus button cover and the grip pad were damaged/peeling. (B)(6).